Manufacturer narrative:
Batch review performed on 20 may 2019. Lot 153636: (B)(4) items manufactured and released on 23-sep-2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Visual inspection performed by r&d project manager: the screw is broken in the base of the head with a cut orthogonal to the axis of the screw. From the received piece it is not possible to determine the root cause of the event with certainty; a possible reason can be related to a high bending moment applied to the screw during its insertion.

Event description:
Cancellous bone screw flat head broke during the process of adjusting the screw. The body of the screw remained in the acetabulum and it was not possible to take it out. The surgeon reviewed that no part of the body of the screw was out, avoiding some touch / rub when the liner hc uhmwpe was implanted. The surgery completed successfully, the body of the screw was well seated.